Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be implanted with an impella cp for mechanical circulatory support. During delivery of the device, the doctor tried to insert the imeplla cp, however it would not pass the patient's vasculature. It was noted that the shaft of the pump catheter was kinked during delivery and could not be used. Additional information noted that the patient died one day after the attempt to implant the device failed. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was most likely patient condition, as the physician noted it was a difficult insertion. As noted in the impella IFU: impella cp with smart assist system section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. This report is being filed as part of a retrospective review of historical records.